Event description:
It was reported that the external pulse generator (epg) was connected to a patient. The epg was turned on, then pacing failure was found. The reported patient cable was exchanged for another patient cable. Normal pacing then resumed, so it was suspected that the patient cable was fractured. The cable was returned to the manufacturer for a checkup request. The patient did not have health hazards, no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the patient cable did not have a conductor fracture. (B)(4).